Event description:
The customer reported the system intermittently reboots. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired contacts in the power supply. System operates as intended. (B) (4).